Event description:
A user facility in the united kingdom reported that the machine would freeze and cut out during the middle of a surgery. The system was restarted and it began working again. There was no reported patient impact.

Manufacturer narrative:
A field service engineer was unable to reproduce the problem. The system was calibrated as a precaution. Review of device history record (DHR), trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Manufacturer narrative:
A review of the device history record was completed with no anomalies noted. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.